Manufacturer narrative:
Exemption number e2016018 b. Braun medical inc. (Bbmi) (importer) is submitting the report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: customer reports a possible over infusion. Patient was receiving ativan primary IV, 100 ml bag being titrated off. It was stated that within 4 minutes another nurse came in and saw bag was infused already. No alarms with pump noted. The patient did not have any ill affects of the infused ativan. Vitals remained stable, patients demeanor did not change. No injury to patient. There was no medical intervention needed.

Manufacturer narrative:
Exemption number e2016018 b. Braun medical inc. Is submitting a single report on behalf of b. Braun melsungen (the manufacturer), and b. Braun medical inc. (The importer). This report has been identified as b. Braun medical internal report number (B)(4). The volumetric accuracy was tested three times at 7ml/hr and 1 hour (7ml) and the pump tested in specifications. Furthermore, the pump's operational log was reviewed and there were no indication that the pump malfunctioned. Based on the results of the investigation, the pump operated as intended. If additional pertinent information becomes available, a follow up will be submitted.